Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), embedded device ('metallic coiled material embedded within the myometrium at each cornu') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. B71761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, right lower quadrant pain, menometrorrhagia and metrorrhagia. Previously administered products included for an unreported indication: spironolactone. Concurrent conditions included menstruation irregular and vaginal discharge. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) (B)(6) 2014 to (B)(6) 2016, ibuprofen (B)(6) 2014 to (B)(6) 2016, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (ablation on (B)(6) 2016, salpingectomy (bilateral) and salpingectomy (bilateral), full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge and bladder disorder had resolved and the embedded device, dyspareunia, migraine, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect., vag. Discharge. The number of expanded coils from right side that appeared trailing into the uterine cavity was 5.the number of expanded coils in left side that appeared trailing into the uterine cavity was 4. Discrepancy in essure confirmation test noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubes successfully occluded. Pathology test - on (B)(6) 2016: endometrial biopsy- secretory phase endometrium. No evidence of chronic endometritis. No hyperplasia, atypia or malignancy; on (B)(6) 2016: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy. Denuded endometrium, consistent with prior endometrial ablation. Benign fallopian tube with metallic coils and minute paratubal cyst. Benign cervix with no diagnostic alterations. Pregnancy test - on (B)(6) 2016: false positive. Ultrasound scan vagina - on (B)(6) 2014: uterine description: normal shape and homogenous bilateral echogenic linear areas were noted in the lateral aspect consistent with patients essure. Uterus position: anteverted. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea,pelvic pain and depression. Batch no b71761 production date 2013-09-10, expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), embedded device ('metallic coiled material embedded within the myometrium at each cornu') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. B71761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, right lower quadrant pain, menometrorrhagia and metrorrhagia. Previously administered products included for an unreported indication: spironolactone. Concurrent conditions included menstruation irregular and vaginal discharge. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin)(B)(6) 2014 to october 2016, ibuprofen (B)(6) 2014 to (B)(6) 2016, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2016. On (B)(4) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (ablation on (B)(6) 2016, salpingectomy (bilateral) and salpingectomy (bilateral), full hysterectomy). Essure was removed on 7-sep-2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge and bladder disorder had resolved and the embedded device, dyspareunia, migraine, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect., vag. Discharge. The number of expanded coils from right side that appeared trailing into the uterine cavity was 5. The number of expanded coils in left side that appeared trailing into the uterine cavity was 4. Discrepancy in essure confirmation test noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubes successfully occluded. Pathology test - on (B)(6) 2016: endometrial biopsy- secretory phase endometrium. No evidence of chronic endometritis. No hyperplasia, atypia or malignancy; on (B)(6) 2016: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy. Denuded endometrium, consistent with prior endometrial ablation. Benign fallopian tube with metallic coils and minute paratubal cyst. Benign cervix with no diagnostic alterations. Pregnancy test - on (B)(6) 2016: false positive. Ultrasound scan vagina - on (B)(6) 2014: uterine description: normal shape and homogenous bilateral echogenic linear areas were noted in the lateral aspect consistent with patients essure. Uterus position: anteverted. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea,pelvic pain and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical records received. Reporter information added. No new clinical information added in context to medical info. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), embedded device ('metallic coiled material embedded within the myometrium at each cornu') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. B71761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, right lower quadrant pain, menometrorrhagia and metrorrhagia. Previously administered products included for an unreported indication: spironolactone. Concurrent conditions included menstruation irregular and vaginal discharge. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 8-mar-2013 to 14-mar-2014, hydrocodone bitartrate;paracetamol (vicodin)14-mar-2014 to october 2016, ibuprofen14-mar-2014 to october 2016, levonorgestrel (mirena) from 6-jun-2013 to 14-mar-2014 and oxycodone hydrochloride;paracetamol (percocet) from 16-sep-2016 to 16-oct-2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge, bladder disorder and vaginal haemorrhage had resolved and the embedded device, depression, anxiety, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect., vag. Discharge. The number of expanded coils from right side that appeared trailing into the uterine cavity was 5.the number of expanded coils in left side that appeared trailing into the uterine cavity was 4. Discrepancy in essure confirmation test noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: endometrial biopsy- secretory phase endometrium. No evidence of chronic endometritis. No hyperplasia,, atypia or malignancy.; on (B)(6) 2016: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy . Denuded endometrium, consistent with prior endometrial ablation. Benign fallopian tube with metallic coils and minute paratubal cyst. Benign cervix with no diagnostic alterations.. Pregnancy test - on (B)(6) 2016: false positive. Ultrasound scan vagina - on (B)(6) 2014: uterine description: normal shape and homogenous· bilateral echogenic linear areas were noted in the lateral aspect consistent with patients essure. Uterus position: anteverted. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea,pelvic pain and depression. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue. Lot number were received. Patient history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), embedded device ('metallic coiled material embedded within the myometrium at each cornu') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. B71761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, right lower quadrant pain, menometrorrhagia and metrorrhagia. Previously administered products included for an unreported indication: spironolactone. Concurrent conditions included menstruation irregular and vaginal discharge. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) (B)(6) 2014 to (B)(6) 2016, ibuprofen (B)(6) 2014 to (B)(6) 2016, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge, bladder disorder and vaginal haemorrhage had resolved and the embedded device, depression, anxiety, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect., vag. Discharge. The number of expanded coils from right side that appeared trailing into the uterine cavity was 5.the number of expanded coils in left side that appeared trailing into the uterine cavity was 4. Discrepancy in essure confirmation test noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: endometrial biopsy- secretory phase endometrium. No evidence of chronic endometritis. No hyperplasia,, atypia or malignancy.; on (B)(6) 2016: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy . Denuded endometrium, consistent with prior endometrial ablation. Benign fallopian tube with metallic coils and minute paratubal cyst. Benign cervix with no diagnostic alterations.. Pregnancy test - on (B)(6) 2016: false positive. Ultrasound scan vagina - on (B)(6) 2014: uterine description: normal shape and homogenous· bilateral echogenic linear areas were noted in the lateral aspect consistent with patients essure. Uterus position: anteverted. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea,pelvic pain and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, psych injury, vag. Infect. And vag. Discharge were added. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect. And vag. Discharge were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.